Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The reported symptom 'burnt backlight ' was verified during evaluation as an unreadable display due to a dim or 'burnt out' backlight. There was no evidence of burn/heat damage. Evaluation determined the cause was a failed liquid crystal display (lcd) which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a burnt backlight. There was no patient involvement. No additional information is available.